Manufacturer narrative:
The device evaluation was completed. A visual inspection with naked eye noted tool marks on the outside of the patient adaptor. There was no internal damage to the patient adaptor. Functional testing, including leak testing, clear passage testing, clamp function testing, and integrity testing (for leak or connection issue) were performed with no issues noted. The device passed testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of a uv (ultra violet) flash transfer set was "idled" and could not connect to the patient¿s titanium adaptor. This occurred during set up for peritoneal dialysis therapy. There was no allegation against the titanium adaptor and titanium adaptor was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.